Event description:
It was reported that, during a repositioning procedure shortly after implant, the connection between this s-ICD and the electrode had an exaggerated curve. The repositioning procedure was due to migration of the electrode which was elevated in relation to the generator and the tip moved anteriorly. The physician elected to finish the procedure without revision. Post procedure, all measurements have been normal. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.